Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. Elective replacement indicator (eri) was reached on (B)(6) 2010. Most recent battery measurement is 2.59 v on (B)(6) 2011.

Event description:
It was reported that the device battery depleted sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.